Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s replacement ilet generated repeated ¿unable to proceed¿ alerts during the setup and fill sequence, including during rewind and press-and-hold steps even with the cartridge removed, after which a replacement device was shipped. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem, with findings consistent with a mechanical problem identified during setup operations. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.